Event description:
Boston scientific received information that during the implant procedure this right atrial (ra) lead exhibited unacceptable lead measurements after the lead was placed. The pace impedance measurements were greater than 2,000 ohma and the pacing thresholds were greater than 5 volts. The physician attempted to reposition the lead multiple times however, the outcome was the same. No adverse patient effects were reported. The lead was not expected to be returned.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4).